Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to disengage during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during removing the needle, it felt difficult to do the disengagement".

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used unit within an undamaged opened package from ref. #383517, lot #9038938. A device history record review showed no non-conformances associated with this issue during the production of this batch. Through the visual/microscopic examination, the unit revealed no visible anomalies or damage to the unit or components. The functional test, needle retraction/ difficult disengagement, was conducted which consisted of the needle being pulled back through the catheter until the needle tip was secured within the tip shield. The catheter assembly separated from the needle assembly thus confirming no decoupling issues although slight drag and friction was observed. To identify source of drag and friction, the unit was disassembled. During the visual/microscopic examination of the washer, it was observed that the large tab of the washer was bent. A bent washer prevents the washer from moving freely with the needle which leads to catching on the needle during disengagement. This was physical/mechanical evidence to confirm and support a manufacturing equipment/process related issue for the reported defect. See h.10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to disengage during use. The following information was provided by the initial reporter, translated from chinese to english: "during removing the needle, it felt difficult to do the disengagement"